Manufacturer narrative:
Result: there is no visible damage to the exterior of the detachment handle. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the detachment handle did not detach the coil from the pusher. During product evaluation, the handle was tested using the production test fixture ((B)(4) calibration due n/a) which measures the throw distance and pull force. The detachment handle actuated correctly and passed for both throw distance and pull force. The pusher assembly was not returned for analysis therefore, any damage to the device could not be assessed. It appears that tortuosity in the patient's vessels caused excess friction between the pull wire and the pusher assembly hypotube, causing the difficulty felt when attempting to detach the coil. As the physician attempted to overcome this resistance and line up the coil for detachment, the friction built up in the system may have caused it to shift and may have dissected the vessel. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00139.

Event description:
The patient was undergoing an embolization procedure using the penumbra coil 400. The patient had tortuous vessel behind the internal carotid artery (ica). During the procedure, the physician could not deploy the fifth coil with the detachment handle two times. The physician pulled the delivery wire but could not detach it. While the physician was matching the markers, the connecting part between the coil and the delivery wire moved out of the catheter. The patient reported eye pain and an angiography showed that radiopaque dye oozed into the cavernous sinus. The physician was able to detach the coil by pulling the delivery wire with his hand. The physician completed the procedure with another detachment handle from another lot. Extra embolization stopped the hemorrhage. There was no problem with the patient's condition. The following day the patient's condition was the same as pre-operation. Physician's comment: I could detach the first and the second coils without incident, but could not detach the third or later smoothly. I could not get the feel of detaching. The connecting part moved out with the last push. Since I stopped the hemorrhage into the cavernous sinus promptly, the patient was free of adverse effect.